Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges lightheadedness, dizziness, and difficulty breathing/shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation and investigation. The patient has disposed the device and will not be returning it. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Update to section and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges lightheadedness, dizziness, and difficulty breathing/shortness of breath. No medical intervention was reported by the patient. The device has not yet been returned to the manufacturer for evaluation and investigation. The patient has disposed the device and will not be returning it. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Box b - adverse event/product problem, outcomes attributed to ae updated to reflect serious injury. Box h-type of reported complaint and health impact grid updated to reflect serious injury.